Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the activity log does not show any entries or evidence to support the reported event. It is noteworthy to mention the internal handles and spoons used at the time of the reported event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to cardiovert the patient using internal spoons. Complainant indicated that the clinician poured water into the body cavity to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.